Event description:
A customer reported that the t:slim x2 pump battery would not charge properly. There was no adverse impact to the customer¿s blood glucose level. The customer found that the charging connection was unstable despite using both the tandem charging cable and wall adapter. This issue persisted even after trying a different charging cable. Technical support decided to send a replacement cable and wall adapter via two-day shipping. The customer planned to continue using the pump, rigging the charge in a certain way until the new supplies arrived, and was advised to follow up if the problem persisted.